Manufacturer narrative:
Philips has investigated this complaint. According to information collected the wireless footswitch stopped working during a planned procedure. The philips service engineer inspected the system onsite and replaced the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch does not work. The wifi indicator on the wireless footswitch was flashing red. When this indicator is red, it indicates that there is a problem with the wireless connection. The procedure was completed using a wired footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.